Event description:
Device issue: tip fracture. Time of device issue: during the procedure. Adverse event: medical intervention to remove guide wire tip. It was reported that after 7 unspecified stents were deployed in the popliteal-superficial femoral artery (sfa), the sport wire was removed from the pt and found to have fractured at the tip. The tip was found in the sfa and removed via snare without further incident. Additionally, it was reported that the pt had slow blood flow in the same unspecified leg, but this was not related to the separated tip that was removed. There were no adverse pt effects reported. There was no additional info provided.

Manufacturer narrative:
(B) (4). (B) (4). The device is expected to be returned for eval. It has not yet been received.